Event description:
Info received indicated that spikes are upside down on the tubing on the lifeguard spike set.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.